Event description:
This customer reported that the device would not run.

Manufacturer narrative:
(B)(4). This customer reported that the device would not run. No other info including the serial number was provided. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.